Event description:
It was reported that during use of the bd micro-fine¿ insulin pen needle the needles are clogged. Foreign complaint the following information was provided by the initial reporter, translated from german to english: "needles are clog".

Manufacturer narrative:
Investigation summary: forty two sealed 32g x 4mm pen needle samples were returned from lot. No. 8205964, cat. No. 325103. Clog testing was carried out on all forty two samples and no issues were observed. Clog testing was carried out on all forty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine¿ insulin pen needle the needles are clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: "needles are clog".